Event description:
The facility representative reported an infuso.r. Pump with a condition of "it's not infusing." It is unknown when the event occurred; however, it was identified in the "or surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "it's not infusing" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made in order to fix the reported condition.